Manufacturer narrative:
This product is not marketed in the us. No similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -5.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to excessive vault and doctor suspecting dislocation and synechia. The problem was resolved.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).